Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a female diabetic 47 year old consumer that while injecting 8mm bd micro-fine ultra¿ insulin pen needles several times a day, the pen needles broke off and remained in her body. It was also reported that no medical intervention was sought as it was stated that she was apparently not visiting the doctor. No further information regarding treatment or medical intervention was reported.

Manufacturer narrative:
Date received by manufacturing: changed/corrected from 03/29/2017 to 12/28/2017.

Manufacturer narrative:
Investigation results: one open 31g x 8mm pen needle sample was returned from lot no. 7088926, cat. No. 325105. Magnified inspection was carried out and a broken patient end of cannula was observed. No shield was returned and no indentation mark was present. No manufacturing related issues were observed. Magnified inspection was carried out and a broken patient end of cannula was observed. No shield was returned and no indentation mark was present. No manufacturing related issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications no manufacturing related issues were observed on the returned sample therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.